Event description:
During the afternoon of (B)(6) 2012, (B)(6) old child admitted to the pediatric ICU for observation. Philips monitor with philips fast technology and nellcor sensor attached to right big toe. Spo2 reading 88-89%. Masimo rad-8 with infant sensor installed on left big toe. Spo2 reading 94-95%. Masimo sensor repositioned on same toe, no change in spo2. No arterial blood gas available. Sensors sites not switched to rule out site bias. Both monitors left on child during the night. Night ICU nurse is not familiar with the rad-8 but instructed to leave monitor on patient and "not to touch it." Philips monitor used for all vital signs monitoring and charting. Early the next morning, philips monitor's spo2 drops to 82%. Masimo rad-8 reading 92%. Child pale, diaphoretic and clinically unstable. Intubated at this point and remains intubated. Rad-8 monitor will be downloaded to trendcom as no details about sensor positioning, error codes, etc. Available.

Manufacturer narrative:
The returned cable was analyzed and found to be functioning as designed. The returned device was analyzed. No external damage was observed. The device powered on and provided readings. The spo2 and pr functionality was verified through the use of a fluke simulator. It was observed that the unit gave expected readings for both the spo2 and pr. The product was found to be functioning as designed. The returned sensor was also analyzed and found to be functioning as designed.